Event description:
The customer reported that while running a hepatitis core assay, summit sample handler did not pipette sample or diluent into well positions a3, b12, c3, c4, c5, c6, c7, c10, c12, d3, d4, d5, d6, d7, d10, d11, d12 and e3. Customer also reported no sample was pipetted into well positions f10, g6 and g10 and no error message was generated. A field service engineer was dispatched. No death or serious injury was associated with this event.